Event description:
The 9800 system allowed fluoro; however, the image was dark and the customer was unable to adjust. No images were saved during this problem. No patient injury.

Manufacturer narrative:
The service rep could not duplicate the problem.